Event description:
On january 18, 2017 healthtronics became aware of a cryotherapy patient who developed a fistula. On (B)(6) 2017 healthtronics associate medical director reached out and spoke with the physician who performed the procedure. Patient, 5 years post prostate cancer, underwent salvage cryotherapy procedure. One month post salvage procedure, patient developed a recto-urethral fistula.

Manufacturer narrative:
Device not returned for evaluation. Device history records reviewed, no issues noted.